Manufacturer narrative:
Asku

Event description:
It was reported that there was t-wave oversensing (twos) seen with the right ventricular lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.

Event description:
It was reported that there was t-wave oversensing (twos) seen with the right ventricular lead. The lead remains in use. Additional information received indicated that the twos was treated by the physician and the system was working correctly and the patient was stable. No patient complications were reported as a result of this event.